Event description:
Customer reported difficulties in using the pump's wake button, which required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level as it remained within the normal range. Customer was instructed on correct pressing techniques and to remove the pump from the case, which did not resolve the issue. Technical support decided to replace the pump, which was under warranty, and provided instructions for returning the problematic device. Customer continued to use the current pump while awaiting the replacement.